Manufacturer narrative:
Lot 05861293: (B)(4). Lot 05897186: (B)(4). Additional devices implanted and/or related to this event: tg3410/05897186. The review of the manufacturing paperwork verified that these lots met all pre-release specifications. The gore® tag® thoracic endoprosthesis instructions for use state that potential device or procedure related adverse events include aneurysm enlargement.

Event description:
On (B)(6) 2008, the patient underwent a procedure using two gore tag thoracic endoprostheses to treat a thoracic aneurysm. It was reported on discharge date of (B)(6) 2008, the aneurysm measured 38mm. Follow up dates and aneurysm measurement: (B)(6) 2008, 38mm, (B)(6) 2009, 39mm, (B)(6) 2010, 47mm, (B)(6) 2011, 30mm, (B)(6) 2012, 36mm. On the most current follow up visit dated (B)(6) 2013, the aneurysm measured 36 mm. There is aneurysm enlargement of 9mm. It is unknown why the aneurysm sac has enlarged over 9mm on (B)(6) 2010 and there has been no reported reintervention.